Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no patient and user harm and no intervention was required. They used another capsule with the same lot but it also failed. An endoscopy had been performed prior to the procedure and showed the esophagus to be not normal as the physician described the patient's esophagus as "leather-like". Lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.